Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, h6. Correction is being made to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was november 14, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the plastic distal end cover and the bending section cover; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the information for use (IFU) in reprocessing steps for the area where foreign material remained, and no physical damage of the device was confirmed at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.